Event description:
It was reported that when it was pressed the pedal there was a delay before it releases and also not holding. The case was completed with the same device.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed that the unit had excessive oil within the bimba tube housing as well as on the bimba itself. The amplifier piston seal had failed and allowed oil to seep into the bimba housing. The unit also failed the 50 pound weight test. The piston migration was at 1.95 inches, which is indicative of hydraulic fluid loss caused by a worn amplifier piston seal. A separate complaint for the foot pedal failure will be created and addressed accordingly. The complaint of ¿not holding¿ was confirmed and the root cause has been determined to be excessive oil loss caused by a bad seal within the amplifier piston. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.